Event description:
It was reported that the nurse stated they had tried associating the patient on the arctic sun device, but the data was not crossing over and the wi-fi symbol was blue with a line through it. Explained to nurse the device might be connected to wi-fi, but not properly associated to the patient. Had nurse open target temperature management flowsheet on epic and open hspa. Nurse was able to sign in and scan the patient's armband and then the device barcode. Waited a few minutes, wi-fi remained blue with the line. Informed nurse they might want to make them to biomed/it department aware that that device was not associating. It was told they would also pass that along to their tm and cm who had been working on getting their devices to properly connect to the hspa for use. For now, nurse would manually chart. As per follow up information received on 26dec2023. They spoke with charge nurse who stated educator came to the floor to assist with connection to their system. Nurse was unsure what was done to repair the device. Therapy was completed. Device back in service.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had tried associating the patient on the arctic sun device, but the data was not crossing over and the wi-fi symbol was blue with a line through it. Explained to nurse the device might be connected to wi-fi, but not properly associated to the patient. Had nurse open target temperature management flowsheet on epic and open hspa. Nurse was able to sign in and scan the patient's armband and then the device barcode. Waited a few minutes, wi-fi remained blue with the line. Informed nurse they might want to make them to biomed/it department aware that that device was not associating. It was told they would also pass that along to their tm and cm who had been working on getting their devices to properly connect to the hspa for use. For now, nurse would manually chart.